Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 123 mg/dl. Customer also reported that (B)(6) from the doctor's office stated that the buttons on the pump have stopped responding. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Insulin pump received with unresponsive button due to corroded keypad traces. No button alums noted. Insulin pump with cracked case at display window corners, battery tube threads and reservoir tube lip. Insulin pump received with broken belt clip slot, missing end cap sticker and minor scratches on lcd display window.